Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted a single shock lead impedance measurement out of range at approximately 129 ohms, with an average of 100 ohms. The impedance fluctuations were noted to correlate with changes in thoracic impedance, suggesting a patient-related cause. Ts discussed to increase the shock lead impedance alert threshold. No adverse patient effects were reported. This rv lead remains in service.